Manufacturer narrative:
Date rec'd by MFR: 13aug2019. The customer followed up and stated that the issue was actually caused by user error. The battery was not defective and just was not plugged in. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted manufacturer stating that new battery failed. The customer reported there was no patient involvement.